Manufacturer narrative:
The contract manufacturer provided the investigation report on 07/27/2021. A trend review was performed for model b2-70072-f. No qns or no additional complaints related to this failure mode were found in a 12-month period. An unused sample from the same lot# was tested. No leakage was observed. The complaint was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00027).

Manufacturer narrative:
The affected administration set was discarded by the user. No evaluation could be performed. The reported issue could not be confirmed.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and reported a leaking issue from the bottom of the filter house. A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was unknown. The contract manufacturer of the affected device is becton, dickinson and company.